Event description:
Bone overgrowth l4-l5 nerve root; inflammatory reaction at incision site, cyst formation l4-l5, chronic left leg radiculopathy and weakness; three (3) revision surgeries; pain much worse than prior to initial surgery; now disabled (ssdi), on chronic narcotics to control pain (morphine, percocet) tlif - performance with infuse and capstone cage, instead of lt cage this was an off-label procedure, using posterior approach.